Manufacturer narrative:
A philips remote service engineer performed trouble shooting with biomed and confirmed there was no sound coming from the device. A replacement speaker assembly was shipped to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The customer was provided a replacement part to resolve the issue. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a defective loudspeaker. It is unknown if the device was in use at time of event, and there was no adverse event reported.